Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter called and alleged that a blood glucose greater than 15 minutes message occurred and could not be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Follow-up #1: date of submission 4/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/23/2017 with the following findings: no defect was found: meter powered up normally and paired successfully with test pump. The meter record shows evidence of boluses being performed after the 15 min bg check limit. A bolus was performed immediately after measuring bgs for testing purposes. No inappropriate messages received. A bolus was performed 30 minutes after measuring bgs. The meter gave an appropriate warning. Unable to duplicate the compliant during the investigation..